Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was initially implanted with the device in (B)(6) 2013. On (B)(6) 2013 the fracture had healed and the implant was listed for removal on (B)(6) 2014. The patient then fell on the (B)(6) 2014 which caused a fracture and patient was subsequently revised on (B)(6) 2014. X-rays were provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: according to the additional evaluation, the nail was received bent about 70mm above the tip. The relevant dimensions of the received titanium elastic nails were checked and found to be in compliance with the technical drawings and specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the international standard iso. Based on the complaint description we assume that excessive strain resulting of the patients fall has led to re-fracture and the deformation of the nails. No product fault could be detected. Date reported in error. The implant was done in october 2013, but the exact date is not available.